Event description:
It was reported that during use leakage of medication occurred out of a cracked syringe with a bd syringe solomed 3ml ll 22x1-1/4 w/sh. The following information was provided by the initial reporter, translated from portuguese to english: syringe luor lock 3 ml cracked, with leakage of medicine.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notifications and maintenance records were reviewed where no records potentially related to failure was found. The photo and sample provided was analyzed and it was possible to observe a cracked barrel. The possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage of medication occurred out of a cracked syringe with a bd syringe solomed 3ml ll 22x1-1/4 w/sh. The following information was provided by the initial reporter, translated from portuguese to english: syringe luor lock 3 ml cracked, with leakage of medicine.